Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, g5 mobile app icon disappeared from smart device occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of g5 mobile app icon disappeared from smart device could not be determined. A root cause could not be determined.